Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited noise oversensing resulting in inappropriate mode switch. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the atrial lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.